Event description:
During a pediatric diagnostic cath procedure, the balloon inflated with co2, ruptured, EKG showed ischemic changes, followed by respiratory difficulty, bradicardia, decreased bp and patient expired.